Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump had a blank display despite the battery not being low. The patient's blood glucose at the time of incident is unknown. The customer removed the battery and re-inserted it, which prompted a battery out limit alarm. The pump then counted up and turned back on. Troubleshooting was initiated for the blank display anomaly. The display showed a full battery. The customer also confirmed that the pump had not been bumped, dropped, or exposed to moisture. A self-test was performed and the pump passed. The customer stated that she will clean the battery cap and monitor the pump. No products were returned and a replacement battery cap was shipped to the customer.